Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
On (B)(6) 2012, tha was performed and the accolade tmzf was implanted. On (B)(6), 2023, trunnionosis was confirmed and the doctor decided to perform revision surgery on (B)(6) 2023 to remove the accolade tmzf.